Event description:
The customer reported obtaining non-reproducible, higher than expected, vitros tropi es results on for eight patient samples and a single high sample diluent b replicate, using a vitros eci immunodiagnostic system. The initial and repeat tropi es results for those samples are: the high sample diluent b yielded 0.059 ng/ml vs. The expected result of <0.012 ng/ml, patient 1 yielded 0.077 ng/ml vs. 0.019 ng/ml, patient 2 yielded 0.078 ng/ml vs. <0.012 ng/ml, patient 3 yielded 0.061 ng/ml vs. <0.012 ng/ml, and patient 4 yielded 0.097 ng/ml vs. <0.012, patient 5 yielded 0.097 ng/ml vs.< 0.012 ng/ml, patient 6 yielded 0.066 ng/ml vs. <0.012 ng/ml, patient 7 yielded 0.060 ng/ml vs. <0.012 ng/ml, and patient 8 yielded 0.078 ng/ml vs. <0.012. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The repeat results were believed to be the accurate tropi es results for the patients. The non-reproducible, falsely elevated tropi es results were not reported outside the laboratory and there was no reported allegation of patient harm. This report is number five of nine 3500a forms filed for this event, as nine devices were affected. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros tropi es results were obtained from multiple patient samples and from a high sample diluent b sample, processed on a vitros eci immunodiagnostic system. The most likely assignable cause could not be determined; however, an instrument related issue could not be ruled out. An ocd field engineer performed service actions to multiple analyzer subsystems to return the eci system to expected performance. Following these action, acceptable vitros tropi es precision was observed.